Event description:
It was reported that a power on reset (por) of a implantable cardioverter defibrillator (ICD) occurred. Device interrogation indicated that the electrical reset was due to a memory parity error and corrective steps were suggested. It was noted that the patient lives near an army base and has experienced trouble with radio signal reception. Follow-up did not yield any additional relevant information regarding this event. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) of a implantable cardioverter defibrillator (ICD) occurred. Device interrogation indicated that the electrical reset was due to a memory parity error and corrective steps were suggested. It was noted that the patient lives near an army base and has experienced trouble with radio signal reception. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 694765, right ventricular (rv) lead, implant: (B)(6) 2009; model: 5076-52, implantable pacing lead, implant: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) with an alert for the electrical reset. The memory test por was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.